Event description:
In-stent restenosis of a ev3 intercoil stent. The clinician went up fine with the balloon but couldn't remove it from the stent. The clinician pushed and pulled and was able to remove the balloon that was stuck at the stent.

Manufacturer narrative:
Method: product disposed by hospital, thus unable to evaluate device. Results: the device was used in an in-stent restenosis (isr) lesion. Device interference with stent struts or calcified lesions, in such instances, is an anticipated or known possibility.